Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure coil was seen partially extruding through the left fallopian tube / perforated fallopian tube") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), tooth disorder ("dental issues"), pelvic discomfort ("discomfort") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and right oophoropexy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, back pain, tooth disorder, pelvic discomfort and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure coil was seen partially extruding through the left fallopian tube / peforated fallopian tube") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), tooth disorder ("dental issues"), pelvic discomfort ("discomfort") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and right oophoropexy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, back pain, tooth disorder, pelvic discomfort and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.